Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence it was reported patient's symptoms are worse than before. The patient stated couple days later that it was noticed there was bleeding from the incision area near a tube; the blood was coming out from under the bandage. The patient stated that the bandage was changed at home to a gauze type bandage to capture any more blood. Additional information received from the patient on 2019-dec-14 stated that her wires have slipped again so the clinician told her not to track anymore and the next procedure is 12-16. There was no surgical intervention that occurred or planned. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.